Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping or scroll bars moving up noted. The device also had a cracked display window corner. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling on their own. Customer's blood glucose value was 475 mg/dl, which was treated with manual injection. Customer was advised to discontinue the use of the device. The insulin pump was replaced and returned for analysis.